Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. The instructions for use that accompanies the device states that "limiting the duration of monitoring from a single site to less than five days will reduce the infection rate. If monitoring must continue past five days, it is recommended that a new catheter be inserted at a fresh site, and the entire system be changed.¿ (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient had the edm lumbar catheter implanted on (B)(6) 2014. Thirteen days later the catheter was accidentally damaged by the patient and was then explanted. Three days after explantation, the patient developed an acinetobacter baumannii infection. It was also reported that the patient was treated for their infection and has since been discharged.